Event description:
Following an attempt to position the disposable device during a novasure endometrial ablation the physician did a hysteroscopy and saw a perforation "in the back side of the cervix". No treatment was needed and the pt was kept for observation. On (B)(6) 2013, the physician reported the pt was sent to a local emergency room (ER) after the aborted ablation. She had an ultrasound which was negative and the pt was discharged home. The physician reported "she is fine". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure sys performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).